Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) cleared the alarm and informed the home patient (hp) of the alarm's meaning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated that he did notify his peritoneal dialysis nurse of the event. The hp advised that he was able to complete therapy with manuals and that he was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.